Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the leads migrated from the region of thoracic vertebrae 8/9 area to the region of thoracic vertebrae 11/12. It was unclear when the migration occurred. The patient had reported they had "done too much" during the months following the implant surgery. X-rays had been performed and confirmed the lead migration. On (B)(6) 2018, the patient underwent a lead revision and the doctor wanted the patient to have a newer ins model to get the benefits of it so they decided to replace the ins with a newer model even though the ins was fine. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the old leads were moved and not sent back. The rep stated that they were discarded. The rep stated that when the leads migrated, the therapy was less effective for back coverage. No further complications were reported.